Event description:
It was reported by svc report that the foot end of the stretcher would not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: release rod and release paddle. Conclusion: the push release rod and the release paddle were stuck due to dust/dirt which kept the relief valve assembly open and prevented the foot end jack from pumping up.